Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient underwent replacement surgery due to an inoperable ipg caused by patient not charging. Therapy was restored post-op.